Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The reported complaint was confirmed. The cause was the battery compartment damaged and unusable. It was noted during visual performance verification testing (pvt) that the downstream occlusion (dso) seal was lifting. Replaced unit battery compartment, contact springs, and dso seal. Installed newest software, and the unit functions as designed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the plastic melted on the lower battery contacts and broken off battery stabilizer. Discovered during testing. No patient involvement was reported.